Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue was most likely an electrical short in the dp voltage line, as the resistance readings were below specification, but the cause of the short was not determined.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the rp flex encountered likely differential pressure sensor malfunction. There were no issues with the signal during use prior to this alarm. No indwelling lines were moved during support. Team was performing handoff and the alarm occurred without any manipulation of the impella or patient. Yellow alarm ¿placement signal not reliable¿, pa waveform is not present, flow at bottom left is not displayed; caution sign with message ¿flow calculation disabled¿. The heart team decided to keep the pump. It was reported that the procedure was successful. Additional information: it was reported that hemolysis was not present during this alarm. This impella rp flex device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp and impella 5.5.

Manufacturer narrative:
Product complaint # (B)(4).